Event description:
It was reported that a patient presented with high defibrillation impedance noted on the right ventricular lead. The impedance alert was reset and the patient will continue to be monitored. No adverse patient consequences were reported.